Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had photorefractive keratectomy procedure on (B)(6) 2017 and presented at approximately 1 month post surgery with overcorrection in right eye (induced cylinder) and possible central island. It was also reported that patient had loss of best corrected visual acuity.

Manufacturer narrative:
Manufacturing date provided by the manufacturing site is 10/3/1995. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.